Manufacturer narrative:
The video of the failure, the fracture photos, and (employee) work breaking (dozens?) Of inserters in the lab support that the failure was caused by the bending the inserter off-axis to cause the shaft to fail at the crimp. (Employee) recreated the failure mode with a pro2038 and pro2138 and did not find attachment made a difference. The helical scoring on the inserter tube supports that the side-load was applied before penetration into the bone and remained side-loaded as the inserter was drilled into the bone at an increasing rate. This is consistent with the video and how the insertion forces and break was described in the call. Did not notice anything out of place at the distal end of the inserter or the y-knot retrieved implant. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 4 devices, for this device family and failure mode. During this same time frame 261 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.02. Per the instructions for use, the user is advised to ensure that the angle of approach is consistent through insertion and inserter removal to avoid damage to the implant or patient injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the y1s1rb was being used during an anterior bankart repair on the left shoulder on (B)(6) 2021 when it was reported "doctor performed an anterior bankart repair on a the left shoulder of a (B)(6) year old male patient. He implanted a double loaded onestep anchor at the 4 o'clock position to start. The double loaded anchor had no problem drilling into the 4 o'clock position of the glenoid and successfully deployed. Doctor used this anchor and created a mattress stitch for fixation. The second anchor was attempted to be placed around the 2-3 o'clock position. For this anchor, doctor used the single loaded onestep with blue ribbon. The onestep had a noticeably harder time drilling into the glenoid bone. As the struggle to drill continued, doctor continued to add more force. After about 10-11 seconds of drilling, the drill bit broke through the cortex suddenly and as the anchor bottomed out, the driver broke and sheared off completely below the crimped section of the positive stop.". All components were removed from the patient. The procedure was reported as having been completed with an alternate device. There was no report of injury, medical intervention, or hospitalization to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.